Event description:
Additional information was received from a patient (pt). It was reported that everyone told the patient it was impossible for the device to be beeping and yet they hear it numerous times a day. There will be no steps taken. They've been assured that it cannot be beeping. The issue has not been resolved. They keep thinking it will stop but it does not. The patient stated that no one shows any interest in helping.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient states something inside them is beeping and wants to know if it is possible that the device in them needs batteries or is the cause of the beeping. Agent asked when this began and this was not provided. Pt states when lean forward hears more vs laying back not as loud. Patient states they do not use or charge the device anymore because it ended up not working for them. Agent asked if it ever worked for them and patient states they had one of these intermittent things so sometimes it hurt and sometimes it didn't and it was always hard to tell in that 3-4 day period. During that time they didn't have any pain and they assumed that was it but it just came right back and in the end they now know what's wrong with them, pt mentioned they figured out whats wrong with them. Agent reviewed will document the call. Patient asked to have the device taken out but they guess they can't because it's in their spinal column and they cannot take it out. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called in and mentioned they received a letter back on january and during that time they did not do anything about the letter but today they would like to respond however, they did not know who to respond to they only have the phone number to call. Agent reviewed documentation and pt mentioned they're still having the issue until now and requested to speak to a supervisor about their concern. Agent informed the pt that a supervisor will be requested to give them a callback. Patient stated they hear the beeping 10-15 times a day and its 3 beeps and stop and then start again after few mins. Patient stated he does not have hcp for the implant. Patient stated she needs to get the beeping stop because its driving her crazy. Patient stated she has another implant from a different company in the stomach but that is not beeping.